Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a drill bit broke intra-operatively during a mandibular fracture procedure on (B)(6) 2015. The surgeon indicated that the device was twisted during drilling prior to the break. A piece temporarily remained in the patient¿s jaw bone, but was able to be retrieved with the assistance of an x-ray image. The surgery was completed with a delay of an unknown amount of time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records has been requested.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 23th may 2012, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: we have received this drill bit for investigation; here the feedback: the visual inspection showed that the article is broken in to two pieces. The shaft is broken like you can see on the attached picture. Please not that such small drill bits are delicate to handle and too much force or torque combined with drilling in a wrong angle can possible lead to a breakage. Please note that such small drill bits are delicate to handle and too much force or torque combined with drilling in a wrong angle can possible lead to a breakage. No indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable, no manufacturing related damage could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.